Manufacturer narrative:
Analysis narrative - a partial lead was returned for analysis in four segments rather than three segments.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for the routine follow up, experiencing fatigue and dizziness. The patient also experienced bradycardia. Upon interrogation, the right ventricular lead exhibited oversensing and low impedance. It was also noted that the capture threshold has been increased and no pacing was noted. The device was reprogrammed and the patient was admitted into the hospital. On (B)(6) 2018, the patient underwent the lead replacement procedure. During the procedure, the insulation breach was noted on the lead. The lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.